Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "lo" (less than 20 mg/dl), and 227 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. (Common device name) was incorrectly documented in the initial and MDR 30 day follow up #1 report. Common device name has been updated.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "lo" (less than 20 mg/dl), and 227 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported product's were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "lo" (less than 20 mg/dl), and 227 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.